Manufacturer narrative:
The device was not returned for evaluation as the pipeline was implanted in the patient and the broken distal segment remained in the patient. (B)(4).

Event description:
Treatment of a terminal carotid artery aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving a total of five pipelines. During deployment of the third pipeline to rejoin the first and second pipeline, it was reported that it was successfully implanted; however, the distal tip of the pushwire got caught in the cortical branch. The distal wire fractured off after several attempts to retrieve it and was left in the patient. No injury was reported with the patient as a result of the procedure.